Manufacturer narrative:
The product involved in the event has not been returned. A review of the lot batch records and testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global product specifications. Medical records confirmed the cleaner indicated for gas permeable lenses was used on patient's soft contact lenses and placed directly in eye. The product packaging warns the product should not be put into eyes and to not use with soft contact lenses.

Event description:
Since the initial consumer complaint received in 2011, medical records have been received. Consumer used the product for gas permeable lenses on her soft contact lenses and experienced burning, redness, tearing, swelling, and pain in left eye. Consumer was on vacation and visited a local doctor who treated and diagnosed a chemical burn. Consumer followed up with her own doctor five days later, was treated and diagnosed with a chemical abrasion. After four weeks, the abrasion began to heal. During recovery, consumer visited a corneal specialist and was treated to help with the healing. The injury resulted in a central corneal scar and haze.